Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information.

Event description:
It was reported that the patient underwent a knee arthroplasty revision of the articular surface due to implant fracture and pain approximately ten (10) years post-operatively. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - unknown nexgen femoral component catalog #: ni lot #: ni, unknown nexgen tibial component catalog #: ni lot #: ni. G2 - report source - foreign - event occurred in australia. The complainant has not yet indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty revision of the articular surface due to implant fracture approximately five (5) months post-operatively. Attempts have been made, however, no additional information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.